Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer reported that the insulin pump was not turning on. Customer stated that the contacts on the battery cap were not missing or damaged. Customer also stated that the battery compartment and spring were not damaged or corroded. The customer stated that the display did not return after the pump was restarted. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.